Manufacturer narrative:
Additional information: d.9, h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented electrical tests from being performed due to the electrode condition. The device passed some of the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected explant surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section d.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.